Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution name: (B)(6) hospital.

Event description:
It was reported to philips that the heartstart xl+ defibrillator failed the therapy delivery test. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by a philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint about the heartstart xl+ device indicating that the therapy delivery test failed. The fse evaluated the device at the customer site and found that the therapy delivery test failed due to a faulty therapy capacitor, which was replaced. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to a malfunction of the therapy capacitor. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse replaced the therapy capacitor to resolve the issue and the device was returned to service. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.